Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent spinal fusion wherein rhbmp-2/acs was used. The patient reported that his/her l5 nerve has now gone (castrated), since the surgery. The patient complained of foot drop and excruciating pain '24/7', post-op. The patient did not undergo any postoperative management care plan from the operating surgeon.